Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 26-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint could not be reproduced as the unit functioned normally. There were cracks noted in the scope connector socket on the front panel. In addition, the legal manufacturer will review the content of this complaint for further investigation. A review of the instrument history showed that the unit was purchased on (B)(6) 2016. The legal manufacturer concluded that the reported event caused the following: it is speculated that water spilled on the back side of the unit by mistake and that it was caused by water intrusion into the unit and short-circuiting of the electric circuit. It is considered that the failure did not reproduce because the moisture was dry in the survey conducted in the service sector. The user accidentally hit the scope-connector socket against a hard object. The legal manufacturer speculated that this was caused by the application of a strong external impact. As the results of the device history record review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Event description:
The service center was informed that during reprocessing the customer spilled water down the back of the unit. The customer reported that sparks and a shorting out noise was heard. The customer continued to run the unit but when another scope was connected the system appeared to not be working correctly. There was no patient involvement.